Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the inspection of the returned devices, the orthokit tecnician noticed that 5 instruments are loosing their blue color after 2 or 3 washings. Some product codes and batches can no longer be read. Also, small pieces of the material are missing.

Manufacturer narrative:
Examination of the returned instruments confirmed the complaint. The blue anodize coating is missing in various degrees. The root cause may be due to too inappropriate cleaning methods counter to the recommendations in the instructions for use pamphlet. The cleaning agents and water treatments were not provided. A two-year search of the complaint database found no additional reports for all of the product codes. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.